Manufacturer narrative:
Product complaint # (B)(4). Exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device or staple form in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Were there any issues noted with staple formation? If so, please describe the shape and location. How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? Was the bleeding confirmed to be from the staple line? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the patient¿s hospital stay extended? What is the current status of the patient?

Event description:
It was reported that following a sigmoid resection, dr. Informed me that they recently had a patient who was bleeding out of the anastomosis after they had used a cdh29p. Due to the fact that it was a young patient, he assumes that there was a problem w/ the stapler rather than w/ the patient. There was bleeding out of the staple line, however, it is unclear if this can be attributed to the stapler. Additional information was provided that the patient experienced blood loss 2-3 days after the operation. Hospital did not perform an endoscopy to identify exact location/reason for the bleeding. Dr. Simply assumed that the bleeding might have occurred from the staple line because he has never had such a problem w/ a manual cdh29a and the incidence occurred after having used the cdh29p. He confirmed though that it is possible that there might have been another reason for the bleeding.